Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level as the levels did not exceed critical thresholds. To resolve the occlusion issues, the customer changed the infusion set and cartridge before resuming insulin delivery.